Event description:
The hosp reported that the aspiration needle, a disposale product, became stuck in the pt's tissue during aspiration. The bronchoscope and the aspiration needle were removed from the pt without any injuries or complications.